Manufacturer narrative:
(B)(4). Section g4: the 950a81 adult ventilator dual heated circuit kit (with filter) is not sold in the USA, but is similar to a product which is sold in the USA. That product is the 950a81j adult ventilator dual heated circuit kit (with filter). The 510(k) for that product is k220703. Method: the subject z41002 autofeed chamber as part of the 950a81 adult ventilator dual heated circuit kit (with filter) was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the healthcare facility, previous investigations of similar complaints and our knowledge of the product. Results: the healthcare facility further reported that a damage was observed at the location between the chamber base and the chamber dome. Furthermore, the healthcare facility reported that the device was "possibly dropped". Conclusion: without the return of the subject device and without photographs of the damage, we are unable to confirm the cause of the reported event. Every z41002 chamber complete autofeed 900 is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject chamber would have met the required specification at the time of production. Our user instructions that accompany the z41002 chamber complete autofeed 900 state the following: "do not use the chamber if it has been visibly damaged or dropped." "Set appropriate ventilator or flow source alarms to monitor therapy delivery." "Perform a pressure and leak test on the breathing system before connecting to a patient." "Do not clean or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers."

Event description:
A healthcare facility in the united kingdom reported via a fisher & paykel healthcare (f&p) field representative that a z41002 autofeed chamber as part of the 950a81 adult ventilator dual heated circuit kit (with filter) failed the leak test prior to patient use. There was no reported patient involvement.